Event description:
The customer reported this right ventricular lead was abandoned (capped) and replaced due to high impedance and threshold measurements. No adverse pt effects were reported. The lead was actively implanted for approx 8 years, 9 months.

Manufacturer narrative:
The lead was abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.